Event description:
It was reported that when the control module and st holster is being used in a case in sampling mode, the control module and st holster makes a loud chirping noise. No patient consequence occurred. Case was completed using the same devices.

Manufacturer narrative:
Based upon the inquiry information received visual and functional examination: the unit was found to require the lemo connectors to be replaced. The device was functionally tested, met all product requirements and returned to the customer.